Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode had the loop used for resection break during a hysteroscopic procedure. The procedure was completing using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information received from the customer. Updated information: a3a, b5, h6 h10. A additional report was submitted based on follow-up information from the customer clarified that the product retrieved from the patient in the second procedure is not the resection loop electrode. The object appears most consistent with the ceramic tip of resectoscope inner sheath. In addition, the following fields are corrected: b1 is updated to reflect product problem only. B2 is updated to blank. H1 corrected to malfunction only. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer clarified that during a hysteroscopic procedure performed on (B)(6) 2025, a search for any pieces of the loop was conducted during the procedure, and none were found. The patient also underwent a follow-up examination one month later, during which there was an additional check for foreign bodies and nothing was found. The patient underwent a second hysteroscopic surgery in (B)(6) 2026 at a different hospital, during which a foreign body resembling metal or bakelite hysteroscopic equipment was found and removed. A photograph of the foreign object was provided. The object appears most consistent with the ceramic tip of resectoscope inner sheath. However, it cannot be determined which procedure the object came from or if the object originated from an olympus device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated fields: b1, b2, b5, b7, h1, and h6.

Event description:
Additional information was received from the customer that the patient underwent another operative hysteroscopic surgery for complex synechia in (B)(6) 2026. During the procedure a ¿foreign body resembling metal or bakelite hysteroscopic equipment¿ was found and removed. The pathology report was not yet available. It was reported the patient had a post-operative pulmonary embolism. The patient had a risk factor with protein s deficiency but had never had a thromboembolic episode after her previous surgeries and had not had a pregnancy since the procedure in a context of complex synechia. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received from the customer clarified that the patient experienced the pulmonary embolism after the first procedure in (B)(6) 2025. The indication for the procedure in (B)(6) 2026 was recurrent complex synechia. It was reported the patient was not experiencing any pelvic pain due to the retained fragment, but infertility persisted along with recurrent synechia. The physician reported that given the patient¿s surgical history, this wasn¿t the patient¿s first treatment for synechia, however the fragment likely played a role. The patient was reported to be in good health and currently undergoing treatment for infertility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated fields: b5.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information h2: additional information, device evaluation h3: additional information h6: additional information this report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.